Event description:
Boston scientific received information that during check up after implant procedure, it was found out that threshold measured 7.5 volts/1.0 millisecond and did not capture still. Also, r wave was observed to be low. It was decided to perform revision procedure to reposition the lead. An x-ray performed did not reveal that the lead was dislodged. Subsequently, the revision procedure was performed and was successful. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.